Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that nc trek coronary dilatation catheter instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch, additional information was received stating that the reported stent used in this case was not a xience alpine as initially reported. It was a 3.0 x 20 mm non-abbott stent. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: sion blue, guide catheter: 6f launcher, stent: xience alpine 3.0-18. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience alpine referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed lesion in the left anterior descending artery. A 3.0 x 18 mm xience alpine stent was deployed and optical coherence tomography (oct) was performed, and no anomaly was noted with the deployed stent; however, the stent was not fully apposed to the vessel wall. The 3.0 x 6 mm nc trek was advanced for post-dilatation. During the first inflation to approximately 10 atmospheres (atm), the balloon ruptured. It was noted that the nc trek balloon was not soaked in saline prior to use. A new balloon catheter was used to continue post-dilatation, and the stent was confirmed to be fully apposed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.